Event description:
Bilateral silicone implants inserted in 1987 with history of rupture and replacement (date unknown). Pt now has pain, bilaterally. Pt requested the removed implants as she is part of class-action suit.